Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that the shuntassistant is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that shuntassistant 2.0 operates within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, deposits were found in shuntassistant 2.0. Results: based on our investigation results, we can determine deposits. The deposits had no affect to the technical properties at the time of the investigation. The valve met its specifications. The malfunction mentioned, underdrainage, can be explained with the valve included, progav 2.0, see rm 5626. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant 2.0 (#fx102t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.